Manufacturer narrative:
Correction: upon review, the issue should not have been submitted as a medical device report (MDR) as the device had met or exceeded 75% expected longevity. There is no alleged stated deficiency or malfunction of the device. This device is no longer considered reportable.

Event description:
Additional information indicates that the device meets or exceeds 75% expected longevity. There is no alleged stated deficiency or malfunction of the device.

Manufacturer narrative:
Date of event is estimated. Further information was requested but not received.

Event description:
It was reported that the patient's ipg became inoperable. As a result, surgical intervention will be undertaken in the future to address the issue.